Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. The product identifiers were recently received. At the time of this report, a lot history and device history review have not been performed. Conclusion: the actual samples were not received for evaluation. The occurrence of embolism is an inherent risk of any pta procedure. A supplemental report will be provided will all relevant information from the investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly two vessels had sluggish flow and potentially had either a clot or embolus of some nature or particulate. The health care professional (hcp) made two passes with the jetstream atherectomy system and treated the lesion with a lutonix dcb. The hcp reviewed the patient's patency which revealed sluggish flow in two downstream vessels. The hcp decided no additional intervention was needed at the time of the procedure. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient effects were reported.

Manufacturer narrative:
Product catalog number is bsclx35130460 from unk sfa 035. Expiry date is 09/24/2017. (B)(4). Manufacturing date is 10/28/2015. (B)(4). Analysis: a lot history review revealed this is the only complaint associated with a similar complaint for this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: there was nothing found to indicate there was a manufacturing related cause for this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.